Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the defective parts are available for analysis and was ordered for returned. At this time, vyaire has not received the suspected components for evaluation.

Event description:
The customer reported during the user verification test, the oxygen (o2) sensor calibration fails and the device displays hardware/motor fail. The customer reported there is no ventilation,with the turbine at a complete stop. The customer reported when the device is open the power supply becomes hot and the inductor l300 is burnt. After replacing the o2 sensor, turbine assembly, and power supply, the issue was resolved. The customer reported there is no patient involvement associated with the event.